Event description:
It was reported the pt's scs sys was removed on (B)(6) 2012. The reason for the explant is currently unk. It was reported the pt underwent another surgical procedure and the physician decided to explant the sys at that time. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.